Manufacturer narrative:
Mindray service representatives replaced the tubing between the o2 filter and the o2 sensor and the water trap and pump and resolved the issue. Tested, calibrated and safety checked unit to factory specs.

Event description:
Customer reported an issue with the gas module iii which may have resulted in a loss of gas monitoring. No patient injury was reported.